Manufacturer narrative:
The manufacturer previously received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device passed the evaluation and there were no technical findings available. The device's error log was reviewed, and the manufacturer confirmed code 53 was logged. The device failed the decontamination. The device was reworked and passed and will be sent to pil for further investigation. Device dispositioned per fc 16-700-709 the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A correction was made in this report to section h: problem code -remedial action and recall (z) number. It was noted in ra# (B)(4) that this device will be returning for foam replacement per field action: c&r 2021-05/06. The manufacturer previously reported on this device in MDR 2518422-2023-23751.

Manufacturer narrative:
The manufacturer previously received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device passed the evaluation and there were no technical findings available. The device's error log was reviewed, and the manufacturer confirmed code 53 was logged. The device failed the decontamination. The device was reworked and passed and will be sent to pil for further investigation. Device dispositioned per fc 16-700-709. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A correction was made in this report to section h: problem code -remedial action and recall (z) number. It was noted in ra# 311050301 that this device will be returning for foam replacement per field action: c&r 2021-05/06. The manufacturer previously reported on this device in MDR 2518422-2023-23751. The manufacturer previously received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device passed the evaluation and there were no technical findings available. The device's error log was reviewed, and the manufacturer confirmed code 53 was logged. The device failed the decontamination. The device was reworked and passed and will be sent to pil for further investigation. Device dispositioned per fc 16-700-709. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A correction was made in this report to section h: problem code -remedial action and recall (z) number. It was noted in ra# 311050301 that this device will be returning for foam replacement per field action: c&r 2021-05/06. The manufacturer previously reported on this device in MDR 2518422-2023-23751. New information: pil received a remstar pro c-flex+ device in461s (461p) (sn p16740063f2b1) on ra 316531068 with a complaint ¿ per the service evaluation an issue was identified during disassembly process with a burnt humidifier base cable. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil used a known good humidifier (etf 3100682-016) with the base device and verified that the heater plate became warm and was working. Pil observed the following from and external and internal inspection: the air outlet port had dust-like contamination in it. Air inlet had dust-like contamination in it. Unknown residue on the inside of the top enclosure lid. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it especially near the ui (users interface) knob area. The (humidifier base cable) white connector of j9 pins 3 and 5 had burn marks and was melted. Also, there was corrosion and bare wires showing at pin 5. The header pins (3 and 5) of j9 had corrosion on them. The scope of the issue appears to be an isolated thermal damage to the j9 connector on the philips respironics system one 60 series device. The damage was specific to pins 3 and 5 of the connector, which provides power to the heated humidifier. This issue is potentially caused by an intermittent contact between the j9 connector contacts and the j9 header pins. Significant dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Also, there were hairs/fibers inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was able to get care orchestrator information from device. Pil was able to confirm the complaint. Review of the device log showed: errors logged: 0 errors were logged. -blower hours: 13990.6 were logged -therapy hours: 13986.8 were logged -compliance rate (percent of days with usage >= 4 hours): 90.0% -device humidification settings: system one. Setting varied. Predominately set to level 3 and varied to levels 1, 2 4 and 5.

Event description:
The manufacturer received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device passed the evaluation and there were no technical findings available. The device's error log was reviewed, and the manufacturer confirmed code 53 was logged. The device failed the decontamination. The device was reworked and passed and will be sent to pil for further investigation. Device dispositioned per fc 16-700-709 the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.